Manufacturer narrative:
Product event summary: partial lead was returned in segments and analyzed. The proximal portion was received measuring 40 cm. The distal portion was received measuring 40 cm. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.

Event description:
It was reported the superior vena cava coil of the right ventricular lead exhibited high impedance measurements, which increased with patient's arm movement above the head. A lead fracture was suspected. The lead was extracted and an epicardial lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.